Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4) carefusion field service engineer has performed initial evaluation at the facility for the display issue. Evaluation results are pending hardware replacement by carefusion field service engineer with return of the suspected components to the carefusion failure analysis lab for root cause analysis. After root cause analysis is performed, a supplemental report will be submitted.

Event description:
The customer reported this vela's touchscreen went blank/flickered while during patient use. The customer indicated the vela continued to work and ventilate the patient appropriately. The patient was placed on an alternate ventilator with no harm to the patient reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good test vela ventilator. The event was duplicated after cycling power to the test vela ventilator for an hour. The root cause was determined to be a light bulb failure within the lcd display.